Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose value was in the 500's mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.